Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B62266-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, hypertonic bladder, appendectomy, tonsillectomy and endometriosis. Concurrent conditions included ovarian cyst. Concomitant products included citalopram and ethinylestradiol; ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping worse after placement of essure"). On an unknown date, the patient was found to have blood oestrogen decreased ("hormonal changes describe: low estrogen,") and experienced urinary tract infection ("urinary tract infection "), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood oestrogen decreased, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, blood oestrogen decreased, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details-3 coils from left and 4 from right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 9-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal prolapse ('prolapse of the vaginal wall\ rectocele') and sepsis ('sepsis(blood infection )in the vaginal area') in a 35-year-old female patient who had essure (batch no. B62266-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, hypertonic bladder, appendectomy, tonsillectomy, endometriosis and body mass index normal. Previously administered products included for prevent pregnancy: condom from 2008 to 2009. Concurrent conditions included ovarian cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) for contraception as well as citalopram. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient was found to have blood oestrogen decreased ("hormonal changes describe: low estrogen,") and experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping worse after placement of essure") and vaginal discharge ("vaginal discharge"), 1 year 1 month after insertion of essure. In (B)(6) 2017, the patient experienced rectal prolapse ("prolapse of the rectum"), bladder prolapse ("prolapse of the bladder\ cystocele"), cystocele ("prolapse of the bladder\ cystocele") and vaginal prolapse (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection "), cystitis ("bladder infection") and sepsis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left oophorectomy and vaginal cuff repair) and was in ICU for 5 dyas,multiple medications and i.v.. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, dyspareunia, rectal prolapse, bladder prolapse, cystocele, vaginal prolapse and sepsis outcome was unknown and the blood oestrogen decreased, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, fatigue, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, bladder prolapse, blood oestrogen decreased, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, rectal prolapse, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion details-3 coils from left and 4 from right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events- prolapse of the rectum, bladder & vaginal wall, sepsis, dyspareunia, were added. Outcomes were added. Historical drug was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. B62266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, hypertonic bladder, appendectomy, tonsillectomy and endometriosis. Concurrent conditions included ovarian cyst. Concomitant products included citalopram and ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping worse after placement of essure"). On an unknown date, the patient was found to have blood oestrogen decreased ("hormonal changes describe: low estrogen,") and experienced urinary tract infection ("urinary tract infection "), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood oestrogen decreased, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, blood oestrogen decreased, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details-3 coils from left and 4 from right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs+mr received- lot number were added. New events hormonal changes describe: low estrogen, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), vaginal discharge, fatigue, back pain, abdominal pain were added. Event injury were updated to pelvic pain. New reporter, patient information, medical history, concomitant drug and lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.